Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver would not turn on. There was no report of injury or medical intervention. No additional event or patient information is available. The complaint device was returned for evaluation. A visual exterior inspection was performed and the receiver was in good condition. A receiver download and charge was performed. The receiver turned on, displaying that the battery was at 0%. The receiver was charged for three hours and was at 100%. The receiver data log found hardware errors and screen error alarms. Functional testing was performed and passed. A visual internal inspection was performed and passed. It was found that the battery was defective. The customer complaint was confirmed based on the finding of the hardware errors and defective battery; therefore, this is being reported. The root cause was determined to be hardware errors and a defective battery.